Event description:
It was reported that during the patient's initial post-operation visit the lead failed to capture the maximum output. It was also reported that the doctor intended to reposition lead, but that during the revision procedure it appeared the helix would not "extend/retract properly." The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. The lead could be extended and retracted within product specification when received. There was dried tissue on the helix. Blood/body fluid was present on the distal conductor (not obstructed), and in/on the helix mechanism and its sleeve head. The tip seal was observed to be out of position.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.